Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) stopped compressions and displayed 'realign patient' error message" and "the autopulse platform shut down unexpectedly" was confirmed in the archive data but was not confirmed during the functional testing. No malfunction was observed that could have caused or contributed to the patient's death. The autopulse platform functioned appropriately and as intended. The likely root cause relates to the stiffness of the patient's chest during the use of the platform. The autopulse used more power to compress the patient with stiff chest, and therefore, the battery drained faster than usual/normal, which eventually resulted in the unexpected shut down of the autopulse platform. Upon visual inspection, no physical damage was observed. A review of the archive file showed the autopulse platform stopped compressions multiple times due to ua02 (compression tracking error) and multiple ua17 (max motor on time exceeded during active operation) error messages, and the platform eventually shut down on the customer's reported event date; thus, confirming the reported complaint. Based on the archive data review, a fully charged autopulse li-ion battery (sn: (B)(4)) with a remaining capacity (rc) of 1474 mah was used in the autopulse platform on the reported event date. The autopulse was powered on and performed 2 sessions of 300 compressions and 162 compressions, 2 separate sessions of 160 compressions, and 1 session of 44 compressions. Then, the autopulse platform stopped compressions and displayed a ua02 error message. This user advisory typically occurs if the patient is misaligned on the platform or shift during compressions. This is a clearable error message designed to alert the operator that autopulse has detected one of several conditions. As included in the operator's manual, the recommended actions to take for ua02 are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Based on the archive file data, the user powered on/off the platform to clear the ua02 error message. The user powered on the autopulse, and the platform performed 2 sessions of 160 compressions and 7 compressions before it displayed a ua17 error message (max load sum exceeded 234 lbs.). The user powered off the platform. After the user powered on the autopulse, the platform performed 2 sessions of 159 compressions and 7 compressions, and then it stopped compressions again do to another ua17 (max load sum exceeded 234 lbs) error message. User advisory 17 occurs when the motor has been on for too long during active operation. The autopulse did not reach the target depth within the specification time. This is normally experienced when the patient's chest is too stiff and hard to compress and when the battery's charge status is low. As included in the operator's manual, recommended actions to take for ua17 are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The archive shows that the battery had a low voltage with remaining capacity (rc) of 951 mah. Then, the user again powered on/off the platform. The platform was powered back on and performed 160 compressions. The user manually stopped compressions and re-started the platform. The autopulse failed to execute the take-up, and subsequently, it shut down. The battery's rc dropped to 858 mah at the time. The autopulse uses more power to compress the patient with stiff chest, and as a result, the battery drains faster than usual/normal. The battery (sn: 58385) was returned with the autopulse platform, and it passed all functional testing. No malfunction was observed on the battery, and it functioned as intended. The autopulse platform passed initial functional testing without any fault or error. During functional testing, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries, and no issue was observed. Furthermore, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) using the fully charged battery (sn: (B)(4)) until discharged without any fault or error, and therefore, the customer's reported complaint could not be replicated. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn: (B)(4)) was used to resuscitate a patient in cardiac arrest. The patient was 160 lbs. The cause of cardiac arrest is unknown, and it was witnessed by a family member. The patient received manual CPR immediately, performed for several minutes by the family member prior to the ems arrival. A fully charged autopulse li-ion battery (sn: (B)(4)) was inserted into the autopulse platform. A few successful compressions were performed for about 10 minutes. Then, the platform stopped compressions and displayed a "realign patient" error message. The user re-aligned the patient and re-adjusted the lifeband. The autopulse performed a few compressions for about 10 minutes, and then, the autopulse shut down unexpectedly. The battery status icon on the platform was showing 3 bars, and the battery status led indicator displayed 2 green lights. The ems crew exchanged the battery. After the battery was exchanged, the autopulse was powered back on and performed a few compressions. However, the platform stopped compressions again and displayed the "realign patient" error message. The crew stopped using the autopulse and reverted to manual CPR, which was performed for an unknown amount of time. Manual CPR was discontinued, and the patient was pronounced dead on the scene, as the do-not-resuscitate (dnr) order was signed. As per the customer, patient's death was not related to the autopulse system.